Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a small perforation and slight chest pain. The right ventricular (rv) lead was moved and remains in use. It was further reported that the right atrial (ra) lead dislodged back to the superior vena cava (svc) and exhibited increasing thresholds the first week after implant. The ra lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.